Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for multiple assays for one patient sample. The initial results were reported outside the laboratory and were questioned. On (B)(6)2013, the sample was repeated. Of the data provided, only the following results were discrepant. The initial potassium result was 4.0 meq/l and the repeat result was 3.4 meq/l. The initial glucose result was 82 mg/dl and the repeat result was 152 mg/dl. The initial aspartate transaminase (ast) result was 241 u/l and the repeat result was 15 u/l. A result of 47 u/l was generated from another sample tube drawn from the patient at the same time. The initial alanine transaminase (alt) result was 192 u/l and the repeat result was 10 u/l. The initial alkaline phosphatase result was 253 u/l and the repeat result was 7.2 u/l. The repeat result was believed to be correct and a corrected reported was issued. The patient received an x-ray. The patient's current condition was unknown. The potassium electrode lot number and expiration date were not provided. The glucose reagent lot number was 67274301 with an expiration date of 02/28/2014. The ast reagent lot number was 66897601 with an expiration date of 12/31/2013. The alt reagent lot number was 66832901 with an expiration date of 11/30/2013. The alkaline phosphatase reagent lot number was 67515901 with an expiration date of 10/31/2013. The field service representative could not determine a cause. He ran instrument check and ise checks to test instrument performances which were all successful.